Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. No issue was identified that required full analysis. (B)(4).

Event description:
It was reported that the patient had a recent weight loss and as a result had pain at the site of their implantable cardioverter defibrillator (ICD). The device was electively explanted and replaced submuscularly for comfort. No patient complications have been reported as a result of this event.